Manufacturer narrative:
Additional information: the device was received for evaluation. The amia device received returned instrument testing evaluation (rite) functional testing. The device was determined to meet functional performance specification requirements per rite testing. A short-simulated therapy was performed and was completed successfully without any delay or alarms. The cycler remote toolbox software was used to diagnose the device¿s pneumatic system. No leaks were detected; all pressures were correct and stable. Internal and external inspection was performed and no issues were noted. All connections appear correct and secure. The event history log information could not be retrieved from sharesource because no user data was available (from 40 days prior to the reported event). This was confirmed by reviewing the logs that were downloaded during evaluation. An invalid ID was entered on the same day, and the device did not get into therapy. The cycler was then switched on the same day. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event; therefore, the amia device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient passed away. It was reported the patient was not connected to the amia device at the time of death. The cause of death was not reported. The patient was hospitalized prior to death for ¿different issues not related to apd or the device¿ and passed away while hospitalized. An autopsy was performed; however, the results were unknown. Pd therapy was discontinued on an unknown date prior to death. No additional information is available.